Event description:
The device was used during a "salpingovarectomy" procedure. Reportedly, the staples did not form properly and bleeding was observed. The surgeon performed a laparotomy to control the bleeding. The hospital has reported that the patient's condition is satisfactory.